Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt was unable to communicate with a monitor. Upon evaluation, the rear pulse wire was open inside the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire cannot be positively identified. No adverse event resulted from the defective belt.